Event description:
The hospital staff attempted to use the device to monitor a pt (no details reported) and the device allegedly failed to turn on. A backup device was made available and used with no other problems reported. There were no adverse affects to pt care reported as a result of the alleged malfunction.